Manufacturer narrative:
An investigation of kangaroo joey was performed for the reported condition of; the unit does not detect a downstream occlusion. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to the unit¿s sensor and gearbox. The sensor and gearbox were replaced to correct the issue. The unit was then fully tested and recertified; unit passed all testing. Kangaroo joey was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report will be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states the unit does not detect downstream occlusion.